Event description:
Physician doing a total thyroid used the green proximate linear 75 stapler. Physician stated the staple line did not hold together. Used at start of procedure - did not open another one. No harm to patient.what was the original intended procedure?total thyroid.device #1is this a laboratory device or laboratory test?no.